Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and on the same day experienced swelling of his left knee/ swelling in knee and fluid was removed from his knee. No relevant medical history, concomitant medications and concurrent conditions were reported. Patient had previously received synvisc one injection (B)(6) 2016 (B)(6) 2016 in both knees and had no event. On (B)(6) 2017, at 07:30 am, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 6rsl039b and expiration date: aug-2019; indication: not provided). On the same day, by the evening, patient's left knee was swollen after the injection. Patient was taken to the hospital via ambulance at 9:30pm on the same day and had fluid removed from his knee. Patient was home on (B)(6) 2017 and was doing better, but it was not clear if he was admitted or not. Corrective treatment: fluid removed for swelling of his left knee/swelling in knee and not reported for fluid removed from his knee. Outcome: recovering for swelling of his left knee/swelling in knee and unknown for "fluid" removed from his knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot 6rsl039b expiration date (08/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsl039b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 22-aug-17, there were 4 complaints on file for lot 6rsl039 and all related sub-lots: 4 complaints are on file for lot 6rsl039b: 4 adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: hospitalization for swelling of his left knee/swelling in knee additional information was received on 23-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 14- aug-2017 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and on the same day experienced swelling of his left knee/ swelling in knee and fluid was removed from his knee. No relevant medical history, concomitant medications and concurrent conditions were reported. Patient had previously received synvisc one injection (in (B)(6) 2016) in both knees and had no event. On (B)(6) 2017, at 07:30 am, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 6rsl039b and expiration date: aug-2019; indication: not provided). On the same day, by the evening, patient's left knee was swollen after the injection. Patient was taken to the hospital via ambulance at 9:30pm on the same day and had fluid removed from his knee. Patient was home on (B)(6) 2017 and was doing better, but it was not clear if he was admitted or not. Corrective treatment: fluid removed for swelling of his left knee/swelling in knee and not reported for fluid removed from his knee. Outcome: recovering for swelling of his left knee/swelling in knee and unknown for "fluid" removed from his knee. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization for swelling of his left knee/swelling in knee.

Event description:
Based on additional information received on 06-sep- 2017, this case became medically confirmed (reported by a health care professional) this unsolicited case from (B)(6) was received on (b)(B)(6) 2017 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and on the same day experienced swelling of his left knee/ swelling in knee and fluid was removed from his knee. No relevant medical history, concomitant medications and concurrent conditions were reported. Patient had previously received synvisc one injection (in (B)(6) 2016 and (B)(6) 2016) in both knees and had no event. On (B)(6) 2017, at 07:30 am, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 6rsl039b and expiration date: aug-2019) for osteoarthritis. On the same day, by the evening, patient's left knee was swollen after the injection. Patient was taken to the hospital via ambulance at 9:30pm on the same day and had fluid removed from his knee and the culture was negative (moderate severity for both events). Patient was home on (B)(6) 2017 and was doing better, but it was not clear if he was admitted or not. It was reported that the health care professional considered that synvisc one had contributed to the event. It was reported that the event was not related to patient's preexisting conditions. Corrective treatment: fluid removed for swelling of his left knee/swelling in knee and not reported for fluid removed from his knee. Outcome: recovering for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot 6rsl039b expiration date (08/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsl039b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 22-aug-17, there were 4 complaints on file for lot 6rsl039 and all related sub-lots: 4 complaints are on file for lot 6rsl039b: 4 adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: hospitalization for swelling of his left knee/swelling in knee and "fluid" removed from his knee. Additional information was received on 23-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 06-sep-2017 from health care professional. This case became medically confirmed. Outcome was updated for the event of "fluid" removed from his knee from unknown to recovering; also a seriousness criterion was added as hospitalization. Suspect product indication was added. Clinical course was updated and text was amended accordingly.